Manufacturer narrative:
.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a loss or change of therapy. The patient had more frequent urination. Stimulation was not felt and therapy was on. The patient had increased it up pretty drastically with no sensation. There was an electromagnetic interference (emi) that could be related to this issue. The patient had a CT scan regarding kidney stone/infection a month or 2 ago. There was no trauma or falls that could be related to this issue. The patient had multiple sclerosis but did not recall any falls. The patient had already tried changing the amplitude and it was suggested to the patient that another option was changing programs. The patient was recommended to discuss with their healthcare professional (hcp). It was noted that the event date was described in a gradual way. The patient initially thought it started a week ago then realized it could be anything in this year.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the patient has experienced a loss or change of therapy. The patient stated that the ins did not seem to be working to control their symptoms. The patient declined assistance over the phone and preferred to just see a healthcare provider because ¿they had their own tools and sometimes they use the machine and suddenly things are fixed¿. The patient requested physician listings.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.